Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2016, the customer reported that the patient, who had been supported on a temporary total artificial heart (tah-t) for (B)(6) days, had expired at home. The customer also reported that the patient's wife called the hospital and said the machine stopped. As of (B)(6) 2016, the patient's equipment has not been returned to the hospital. The (B)(6) driver will be returned to syncardia for evaluation. The results of the investigation will be provided in a follow-up MDR.

Manufacturer narrative:
Serial number changed from (B)(4) to unknown. Date of manufacture removed, unknown. Because the patient lived some distance from the hospital, he was provided five freedom drivers: s/ns (B)(4). The initial MDR was written for the freedom driver that was identified in the syncardia tracking system as supporting the patient. However, the patient would routinely change out his freedom drivers himself, so syncardia did not know which specific freedom driver was actually supporting the patient at the time of death. The electrically erasable programmable read-only memory (eeprom) downloaded from the five freedom drivers were reviewed to determine hours of use and alarm history. The eeproms of two freedom drivers, s/ns (B)(4), indicated zero days of patient use, which confirmed that these drivers had not supported the patient at all. Freedom drivers s/n (B)(4) had 94, 10 and 83 days of use respectively. Freedom drivers s/n (B)(4) passed all incoming investigation test requirements, which included normotensive and hypertensive settings, with no anomalies or alarms. In addition, freedom drivers (B)(4) were subjected to an additional 48 hour, 48 hour and 50 hour, respectively, observation run at normotensive settings and performed as intended with no anomalies or alarms. No driver stoppages were observed on any driver. The drivers performed as intended, and there was no evidence of a device malfunction. The alarm history for freedom driver s/n (B)(4) revealed a "cardiac output too low" fault code which can be caused by any of the following: kinking of the drivelines; pca malfunction producing low cardiac output; patient low cardiac output; patient hypertension or hypervolemia; a malfunction of the flow sensor or sensor cable. This fault code is only recorded after a continuous alarm for four minutes and 15 seconds and after the freedom driver has been operational for at least 15 minutes. Both of these conditions must be met. Kink testing showed that the freedom driver performed as intended. Investigation testing did not reveal any indications of malfunction of the flow sensor, sensor cable or the pca. Follow-up observational testing showed that freedom driver s/n (B)(4) continued to perform as intended over time. Based on the performance of the freedom driver during testing, it is likely that a patient condition contributed to the reported fault code. The patient's total artificial heart (tah-t) was also returned to syncardia for evaluation. Initial and follow-up mdrs (MFR 3003761017-2016-00155) were submitted and summarize the investigation of a torn blood diaphragm found in the right ventricle. This torn diaphragm may have contributed to the patient conditions that led to the low cardiac output fault on freedom driver s/n (B)(4). This issue will continue to be monitored and trended as part of the customer experience process. Syncardia has completed its evaluation of this complaint and is closing this file. Ce (B)(4) follow-up report 1.

Event description:
On (B)(6) 2016, the customer reported that the patient, who had been supported on a temporary total artificial heart (tah-t) for 1680 days, had expired at home. The customer also reported that the patient's wife called the hospital and said "the machine stopped." No additional information was provided about the circumstances surrounding the patient's death. The customer also reported that because the patient lived some distance from the hospital, he was provided five freedom drivers. The customer also reported that the patient would routinely change out his freedom drivers himself, so the customer did not know which specific freedom driver was actually supporting the patient at the time of the reported event.